Manufacturer narrative:
Samples are filtered serum from tubes with gel and centrifuged at 3000 rpm for 10 minutes at room temperature. Qc was within the customer's established ranges. A field service engineer (fse) went on-site (B)(6) 2010 and performed a system check which met specifications. Fse performed a preventive maintenance (pm) and verified repair per established procedures and results met published performance specifications.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high troponin (accutni) results generated by the access 2 immunoassay system. Upon repeat analysis, the results were in the normal reference range. No reports of death, injury or change to patient treatment have been reported in connection with this event.